Event description:
Same case as #2134265-2008-04229. It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The lesion was located in the left anterior descending artery. The physician placed a taxus atom drug eluting stent in the lad and when the physician attempted to retrieve the delivery device, withdrawal resistance was encountered. While attempting to retrieve the device, the guide was pulled into the diagonal artery and guide wire position was lost. The physician repositioned the guide wire and inflated the balloon to a higher pressure, and the balloon came down. A second taxus atom drug eluting stent was then deployed and the physician encountered the same difficulty. This balloon came free after reinflating the balloon, with an indeflator, to a higher pressure and then dialing down slowly. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.